Event description:
The time of event is unknown. There was no report of patient harm. Video image failure blackout.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the segment compressed, the light guide cable compressed, the insertion flexible tube (ift) buckled, the angle wire play, the ccd driver pcb corroded, the lg supply tube leak, the junction case loosened, the lg prong top loosened, and the bending rubber worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.